Manufacturer narrative:
Device codes: 4003.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of initial surgical procedure? Were there any intra-operative complications? Other relevant patient comorbidities /concomitant medications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? When and how was the fistula confirmed? Describe any medical/surgical intervention for erosion and fistula including dates and surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to these events (erosion and fistula)? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced urethrovaginal fistula as result of mesh erosion. It is unknown if device remains implanted. Additional information has been requested.